Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating the lead displayed high impedance. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients lead is not providing stimulation do to auto reducing. The patient reports the issue began following a series of falls. Surgical intervention may be pending to address the issue.